Event description:
It was reported by the customer, the handpiece receives an error 4 overtemperature error with the test tip. No patient involvement was reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the handpiece was returned and was tested on a generator and gave an error code 4. It no longer meets design specifications for continuity. The handpiece was disassembled and a torn acoustic was found.